Manufacturer narrative:
Follow-up # 1 date of submission 05/02/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/21/2014 with the following findings:a review of the pump¿s black box history showed that power reboots were recorded. Visual inspection revealed that there was a crack along the battery compartment threads. The battery cap was not able to be secured to the pump and was not able to maintain an electrical connection. The battery cap threads were found to be stripped/damaged. Power losses were duplicated during investigation. A test battery cap was used and the pump was able to complete a 24 hour duration test. Unrelated to the complaint, evaluation revealed that the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump lost power. It was noted that the yellow o-ring was visible when the pump lost power. Reportedly, the battery compartment was cracked and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.